Event description:
Boston scientific received information that during change out, the right atrial (ra) lead and right ventricular (rv) lead were plugged inadvertently into the opposite port of the header which caused no rv pacing and asystole for about 5 seconds. However, the patient was supported well in the case as they used an external pacing system analyzer (psa) to pace the rv when they found the issue. They switched the leads in the header which resolved the issue. The rv and ra leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.